Manufacturer narrative:
The product was returned for evaluation. No discrepancies were noted during general visual inspection. A leak test was performed and a pinhole leak was found on the bladder line, however the cause of the pin hole could not be determined. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported there was a leak in the bo-t 13303 custom tubing pack discovered during priming. There was a hole in the bladder and it leaked requiring a second circuit to be primed to be used for the patient. This was discovered before use and therefore no risk of injury to the patient.

Event description:
It was reported there was a leak in the bo-t 13303 custom tubing pack discovered during priming. There was a hole in the bladder and it leaked requiring a second circuit to be primed to be used for the patient. This was discovered before use and therefore no risk of injury to the patient.

Manufacturer narrative:
Initial MDR section g.5 PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported there was a leak in the bo-t 13303 custom tubing pack discovered during priming. There was a hole in the bladder and it leaked requiring a second circuit to be primed to be used for the patient. This was discovered before use and therefore no risk of injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported there was a leak in the bo-t 13303 custom tubing pack discovered during priming. There was a hole in the bladder and it leaked requiring a second circuit to be primed to be used for the patient. This was discovered before use and therefore no risk of injury to the patient.